Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness and a seizure. Bg value was not provided. The cause for the low bg was not known. Reportedly, a manually requested bolus and autocorrection were delivered at the same time. Customer was given honey and cereal to address bg. An ambulance was called but no medical care was needed due customer recovering quickly after consuming carbohydrates. Customer had a follow up with a healthcare provider the following day and reportedly, the customer was in a stable condition and feeling fine.